Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Additional information: d10.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a pelvic fixation procedure performed on (B)(6) 2019. The tip of the screwdriver (279722400) became stripped against the hard bone. Because fragments stuck in the screw core (179722880), the screw was also removed and replaced. The surgery was completed less than a 30-minute surgical delay. No further information is available. Concomitant device reported: di polyaxl screw 8 x 80mm (part#: 179722880, lot#: unknown, quantity: unknown). This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # ==>b)(4). UDI: b)(4). Visual examination of the returned device found the distal tip has completely broken off. No fragments were returned. The anodization of the screw driver¿s color ring has completely worn off. There was no evidence of color on the ring. No other defects were identified. A manufacturing related potential cause was not suspected, therefore, no manufacturing record evaluation is required. Although no definitive root-cause can be determined it is likely the device encountered unintended forces such as over torque during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review.